Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing threshold was high and from x-ray it was thought that there was an unraveling of the lead as it comes out of the connector block. The rv lead was going to be replaced. No patient complications have been reported as a result of this event.